Event description:
Complainant alleged that while attempting to analyze a pt, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. During subsequent testing, the device prompted a "unit failed" message.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has rec'd.